Event description:
Note: this report pertains to first of two resolution 360 ultra clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2024. During the procedure, when closing the device, it was opened and separated from the delivery system. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h10: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. No other problems with the device were noted. Upon analysis, it was found that the device was returned without the clip assembly and with evidence of full deployment. It is evidence that the clip was properly deployed. All compiled information on this investigation determines that the most probable root cause for this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to first of two resolution 360 ultra clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2024. During the procedure, when closing the device, it was opened and separated from the delivery system. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.